Manufacturer narrative:
Bottle 10 (absolute ethanol) was removed from the instrument at 08:47am on (B)(6) 2015 for three (3) minutes, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. Based on evaluation of the instrument logs provided, it is considered likely that the sub-optimal tissue processing reported was derived from the "6 hr xylene" protocol start in retort b at 13:00pm on (B)(6) 2015, which completed successfully at 22:00pm on (B)(6) 2015; the "3hr xylene" protocol started in retort a at 13:00pm on (B)(6) 2015, which completed successfully at 22:00pm on (B)(6) 2015; the "3hr xylene" protocol started in retort a at 01:54am on (B)(6) 2015, which completed successfully at 05:04am on (B)(6) 2015; the "6 hr xylene" protocol started in retort b at 01:55am on (B)(6) 2015, which completed successfully at 08:13am on (B)(6) 2015; and the "3hr xylene" protocol started in retort a at 06:28am on (B)(6) 2015, which completed successfully at 09:05am on (B)(6) 2015. These protocols comprised 62, 28, 92, 29 and 75 cassettes, respectively, based on data entered into the instrument software by the user. Review of the reagents used shows that the reagent in bottle 10 (absolute ethanol) was used for the first time in the final dehydration step of the "6 hr xylene" protocol started in retort b at 13:00pm on (B)(6) 2015. Bottle 10 (absolute ethanol) was subsequently used for the final dehydration step of the "3hr xylene" protocol started in retort a at 13:00pm (B)(6) 2015; "3hr xylene" protocol started in retort a at 01:54am on (B)(6) 2015; the "6 hr xylene" protocol started in retort b at 01:55am on (B)(6) 2015; and the "3hr xylene" protocol started in retort a at 06:28am on (B)(6) 2015. The variance between the ethanol concentrations of 70% was measured following completion of the affected processing runs and that calculated by the instrument software of 100%, indicates that an error occurred during completion of this action. Bottle 10 (absolute ethanol) was then used for the final dehydration step of the protocols from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred when replacing the reagent bottle 10 (absolute ethanol) prior to commencement of the protocols from which sub-optimal tissue processing was reported.

Event description:
On (B)(6) 2015, leica biosystems received a complaint regarding sub-optimal processing of tissue from five (5) runs, which completed in either retort a or b on (B)(6) 2015. The complainant advised that the affected processing runs were 3 and 6 hour factory or modified factory protocols; no error codes had been displayed and various reagents on the instrument had been replaced daily between (B)(6) 2015. The complainant described the affected tissue samples as "dry" and "crunchy." On (B)(6) 2015, the leica field support specialist (fss) provided telephone support to the laboratory in association with the complaint. The complainant provided both the hydrometer reading of the alcohol concentration for bottles 3-10 inclusive and the concentration calculated by the instrument software algorithm. The variance between the measured ethanol concentration and that calculated by the instrument software, which is based on data entered by the user, exceeded the acceptable limit for bottle 10. The measured ethanol concentration in bottle 10 was 70%; and the corresponding calculated concentration was 100%. On (B)(6) 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
(Catalog # and serial #) was inadvertently not filled in the initial report.